Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 as follows: the rubber cover was found to be detached from the keypad. The contrast button was found to be unresponsive to testing. The up, down, and ok buttons were intermittently unresponsive to testing. The keypad was removed for further investigation; the contrast button contact was found to be missing, and contamination was found under the up, down, and ok key contacts. The battery cap was found to be damaged; a test cap was used for all testing steps and was able to be fully tightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a detached keypad with intermittently unresponsive up, down, and ok buttons; an unresponsive contrast button; a missing contrast button contact; contamination; and a damaged battery cap. This report is made based on results of investigation completed on 03/06/2015.